Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the cartridge was changed to address the issue. Subsequently, the cartridge was leaking at the septum. Customer loaded a new cartridge to address the issue. There was no impact to customer¿s blood glucose.